Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 21, 2007, the lay pt contacted lifescan (lfs) alleging that her one touch ultra step enhance meter was reading inaccurately low. The pt told the med affairs specialist (mas) that the reported meter had given extremely low readings such as 2, 7, 27, and 5 mg/dl for one month prior to her calling lfs, while she had no symptoms of hypoglycemia. Her usual insulin regimen is 7 units humulin insulin with breakfast, lunch, and dinner, and 20 units lantus insulin at bedtime. She said she took 5 units instead of 7 units of humulin three times a day, during the month that she received low readings on the meter, because her dr had told her to take less insulin if her blood glucose readings were <150 mg/dl. About 3 days before calling lfs, the pt started to feel dizzy. On the event date, she had blurry vision. She tested with the reported product while symptomatic and received a reading of 7 mg/dl. Within mins, she went downstairs to test her blood glucose on a friend's meter at 1:00 pm prior to taking her lunchtime insulin; the result was 390 mg/dl. The lfs product read lower compared to the other meter reading and to the pt's symptoms that suggested hyperglycemia. The pt took 7 units of humulin insulin after testing with the friend's meter. The pt called ems because she continued to feel dizzy and have blurred vision. Emt's took her immediately to the ER without treating her. The pt's blood pressure and blood glucose were tested in the ER; however, she was not told the results. She was given oral medication for dizziness and released to go home. She received no diabetes treatment. She was advised to follow up with her physician. She saw her physician two days later. She was advised to call lfs regarding the meter and to ensure her usual insulin regimen. The customer care advocate (cca) discovered that the test strips were expired (expiration date 10/2005). Use of expired test strips can cause innacurate results. The meter, test strips, and control solution were replaced. The complaint is reported because the pt took less insulin than her usual regimen, after receiving low readings on the lfs product for one month. The pt experienced symptoms that suggested hyperglycemia and an elevated blood glucose reading on another meter.